Event description:
It was reported to philips that the system geometry movements were not available. The system was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened, and procedure was aborted and rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed geometry was partially unavailable. After review log file, fse show geometry movement partly available. Upon troubleshooting, fse found the knob was stuck inside the module. The cause of the geo module failure determines by the supplier's part analysis and the failure component was the keypad. To resolve the issue, fse replaced the geo module. After replacing geo module, system was returned to use in good working order. The codes were updated based on the investigation outcome.